Event description:
Hcp reported lead removed due to infection. Pt was implanted with a trial lead in 2004. Pt presented to the ER in 2004 and the ER dr on-call removed the lead and sent for cultures. The pt was prophylactically prescribed keflex and the pt went home. The pt had a post-op clinic visit the following day and complained of localized back pain and chills. The following day hcp received culture report stating lead tip tested positive for staph. The pt returned to the hosp and was admitted. The pt was given IV vancomycin. Pt also had an abscess and laminotomy (unk level). The device was explanted but not returned to the MFR for analysis.